Event description:
Co received info that suggested that the device stopped cycling while in pt use. The customer did not report any harm to the pt.

Manufacturer narrative:
Npb will notify FDA should further info become available.